Event description:
Tourniquet to be used in or case malfunctioned. A second tourniquet was brought in. The tourniquet cuff was new and not reprocessed. The unit powered on and when the button was pushed to inflate, the cuff did not inflate.

Event description:
Tourniquet to be used in or case malfunctioned. A second tourniquet was brought in. The tourniquet cuff was new and not reprocessed. The unit powered on and when the button was pushed to inflate, the cuff did not inflate.